Event description:
The patient called reporting hyperglycemia on (B)(6) 2020. The patient indicated that he was prescribed novolin r-u500 for the v-go. The patient indicated that the event happened early in the morning when he was doing his bolus dosing. The patient indicated that after doing 5 clicks he did his readings and his sugar was high. The patient reported his bg was in the upper 300 and low 400 range when the vgo needle was noticed to be "bent" upon removal.